Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vix board to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vix board was analyzed and found to have communication error/node not responding on startup. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, staff reported a 319 error occurring at system startup. Technical support engineer (tse) guided staff through a hard power cycle of the system; however, the issue persisted. The procedure was aborted to another da vinci prior to patient involvement.